Event description:
It was reported the patient's catheter was kinked. A reservoir volume discrepancy was noted on (B)(6) 2012; the expected volume was 12.7 ml but the aspirated volume was 26 ml. The catheter was surgically repositioned on (B)(6) 2012. The patient resolved without sequelae on (B)(6) 2012. The device system was used to deliver dilaudid and baclofen.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709, lot#, serial# (B)(4), implanted: explanted: product type catheter. (B)(4).